Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 497 mg/dl. The customer stated that his glucose level was high all day. The customer stated when she changed the site and the infusion set, her glucose level was fluctuating up and down. Troubleshooting was performed. The daily totals are matching the basal and bolus. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.